Event description:
It was reported the patient was not receiving effective stimulation/therapy. An impedance check revealed invalid impedance. Reprogramming to address the issue was unsuccessful. As a result, the patient's lead was explanted and replaced. The doctor also electively explanted and replaced the patient's ipg. Effective stimulation/therapy was restored post-op.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.